Event description:
A patient reported on (B)(6) 2016 that their implantable neurostimulator (ins) had not been checked in a long time and needed to be checked. They had fallen and the ins seemed "crimpled, dented, or bent." They had fallen in 2015 and had recently fallen a couple days prior. It was also noted that their arm was shaking and they could not pick up their coffee cup. They also had dry mouth and could not speak well. The indications for use were spinal pain and peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.